Event description:
A nurse noticed that at the completion of an ifosfamide infusion, the port of the piggy back tubing, and on top of the buretrol was leaking. The fluid was beginning to run down the outside of the buretrol. It was taken out of service and disposed of as hazardous waste per appropriate osha guidelines.